Event description:
It was reported that following a diagnostic procedure on a patient with ventricular myopathy, it was noted that the balloon had burst. The physician obtained access through the femoral vein using a 12 fr sheath and the occlusion balloon was placed in the inferior vena cava. Using a 10ml syringe the balloon was manually inflated once to unknown atmospheres. Ventricular pressures were measured with inconclusive findings. The procedure was completed and the occlusion balloon catheter removed. Upon removal, it was noted that the balloon had burst. The patient is reported as 'fine' following the procedure; no patient injury or complications were reported.